Event description:
Customer initially reports the tip broke off during use - no patient injury. On (B)(6) 2013 dr. (B)(6) was elevating a tooth when the device broke and he was able to retrieve broken piece with skill, but fears it could happen again.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.